Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10. Correction to h10: information regarding reprocessing was inadvertently missed on the initial (see below). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unclear if reprocessing was performed according to the instructions for use. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. It is unknown if the air/water nozzle was flushed with water/air. Manual cleaning information- it is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the scope was submerged in cleaning solution. It is unknown if the air/water nozzle was wiped/brushed with a gauze, brush, or sponge. It is unknown if the air/water nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the zoom did not move smoothly due to damage on the zoom charge-coupled device. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water-tightness was lost due to a crack in the up and down knob. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the control unit had discoloration due to deterioration or chemical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch 1, switch 3, switch box, up and down knob, lock engagement knob, lock engagement lever, plastic distal end cover, connecting tube, protector of universal cord on the scope connector side, scope connector cover, flexibility adjustment ring, right and left knob, scope connector, universal cord, grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope ¿after zooming in, it won¿t return.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.